Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. It was also reported that 20ml of infusion was left out of 92ml total volume. No patient consequences were reported. No adverse effects were reported.